Event description:
It was reported that the guidewire (subject device) was selected for a medical procedure. However, when the guidewire reached the peripheral end of the target location the physician noticed that the guidewire was not moving as intended thus the guidewire was retrieved along with the microcatheter and the distal tip of the guidewire was observed to be fractured upon retrieval. The subject device was replaced along with the microcatheter, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that the guidewire (subject device) was selected for a medical procedure. However, when the guidewire reached the peripheral end of the target location the physician noticed that the guidewire was not moving as intended thus the guidewire was retrieved along with the microcatheter and the distal tip of the guidewire was observed to be fractured upon retrieval. The subject device was replaced along with the microcatheter, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D4: expiration date ¿ added. D4: gtin ¿ added. D9: product available to stryker - updated. D9: returned to manufacturer on - updated. H3: device evaluated by mfg ¿ updated. H4: manufacturing date - added. There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the guidewire was returned with a microcatheter. Traces of blood were visible inside the microcatheter hub. The guidewire was seen to be slightly kinked/bent. The guidewire distal end was seen to be broken/fractured 209 cm from the proximal end. The nitinol tubing surface was rough and the core wire was exposed and broken/fractured. Approximately 5.5 cm of the guidewire distal end was not returned. The guidewire poly tetra fluoro ethylene (ptfe) coating was seen to be damaged/peeling 55 cm from the proximal end. A functional inspection could not be carried out due to the fracture. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. The dispenser hoop was flushed before removing the guidewire. There was no indication of a user related issue. The anatomy was reported to be severely tortuous. The guidewire (gw) was shaped. The distal tip of the subject device was found to be damaged. No resistance or friction was encountered when inserting gw into the introducer sheath. Friction or resistance was encountered in the intravascular. The wire was not torqued to overcome the resistance. Analysis of the returned device found the guidewire was broken/fractured 209 cm from the proximal end. The nitinol tubing was broken/fractured with the core wire exposed and broken/fractured. Approximately 5.5 cm of the guidewire distal end was not returned. The guidewire was also found to be slightly kinked/bent. The damage to the returned guidewire indicates the device encountered a significant force during use. This most likely occurred as a result of the patient¿s severely tortuous anatomy. Based on the review of all available information, an assignable cause of procedural factors will be assigned to the reported event ¿guidewire friction¿ and ¿guidewire distal tip broken/fractured during use¿ and analyzed event ¿guidewire distal tip broken/fractured during use¿ and ¿guidewire kinked/bent' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. Analysis of the returned device also found the ptfe was damaged/peeling 55 cm from the proximal end which indicates the ptfe coating was damaged due to interaction with an accessory device. However, this cannot be confirmed as the introducer sheath used in the procedure was not returned for analysis. Therefore, a cause of undeterminable has been assigned to the analyzed event ¿guidewire ptfe coating peeling'.